Event description:
Patient with a bivad in ventricular tachycardia was being defibrillated with zoll defibrillator at 200j. After multiple shocks, device would not charge and default 72 error was displayed on the screen of the zoll m series biphasic defibrillator. Another zoll m series biphasic defibrillator was obtained and used to deliver shocks for patient's ventricular tachycardia. After a few shocks, default 72 error was displayed on this second zoll defibrillator. When an m series unit displays the defib fault 72 message this usually means that the unit has developed a problem with the high voltage module.